Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified. Patient is a neonate. Although requested, further information was not provided.

Event description:
It was reported that the tubing set was clamped while the pump was running at 0.3ml/hr in the nicu, and the device did not alarm for occlusion for nearly five hours, causing the patient's central line to clot. The device pressure settings were defaulted to medium (500 mm/hg) at the time of the event. No further information was provided.